Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that recent mode switch episodes within the last three months were not recorded. It was noted that post-modeswitch overdrive pacing and modeswitch collection delay of 30 seconds were programmed on. The device remains in use. No patient complications have been reported as a result of this event.